Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noted that the distal end of the brush had a dent. The procedure was completed with a second celebrity cytology brush was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Reported event: brush bent. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.